Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery impedance trend was rising. The analyst noted that the recommended replacement time (rrt) alert was triggered on (B)(4) 2016 due to impedance. Daily battery trend data shows gradual rise of battery impedance. Premature rrt alert without corresponding battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's implantable cardiac monitor (icm) reached early recommended replacement time (rrt). No further steps were taken and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.